Event description:
The customer reported that the system was displaying low ma error messages. However, the field engineer's investigation determined that x-ray was not functioning and the system was also displaying a permanent precharge error message. The system was inoperable. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The snubber and charging circuit driver boards were replaced. The system was then found to be operating as intended.